Event description:
The surgeon reports performing cataract surgery with implantation of an li61ao intraocular lens in the left eye using the ez-28 delivery system. Approx four months postoperatively, the pt presented with glare, streaks of light, blurred vision, and ghosting. According to the surgeon, a small tear in the capsule which occurred during the procedure caused the iol to become decentered. The iol was free of debris/deposits. The iol was subsequently explanted, and another li61ao lens (20.00 d) was implanted successfully. Postoperatively, before the lens exchange, the pt's ucdva was 20/40-2. After intervention, the pt's ucdva is 20/20-1. According to the surgeon, the pt's current prognosis is good and no additional treatment is needed.